Event description:
It was reported during inspection , it was found when angulating the knob in up/down direction the angulation knob feels too loose or light. No harm was reported. No patient harm, no user injury reported. Device return evaluation found the forceps elevator has foreign material. This report is being submitted for foreign material found on forceps elevator (handling problem, insufficient reprocessing issue).

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found wear of angle wire, due to wear , the bending angle in down direction does not meet the standard value. Low angle in down direction noted. The reported issue of "angulating the knob in up/down direction the angulation knob feels too loose or light" could be confirmed. Furthermore, inspection found foreign material was observed on the forceps elevator (insufficient cleaning, handling issue). Additionally, the following defects were identified during device inspection: universal cord has a wrinkle. Distal end has a scratch. Switch 1 (sw1) has a cut. S-cover has a scratch. Grip has a scratch. Acoustic lens has a scratch. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to inform updates in section b5 (event found at the facility was updated to during "reprocessing "). Please see section b5 for the information. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
The reported issue of the facility regarding the report of " when angulating the knob in up/down direction the angulation knob feels too loose or light"was found during reprocessing of the device.

Manufacturer narrative:
This report is being supplemented to inform correction to g3 of the initial medwatch report. The aware date should be 04-nov-2022 and not 09-nov-2022. Supplemental report(s) will be submitted should any relevant new information is available and or received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section g2 was corrected to accurately indicate that the report source is a healthcare professional. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. The issue likely occurred due to insufficient cleaning, but it was unknown if there was deviation from the instruction manual for the reprocessing procedure. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿caution ·after using the endoscope reprocess it according to the instructions given in chapter 7, ¿cleaning, disinfection, and sterilization procedures¿. Using improperly or incompletely reprocessed, the endoscope¿s distal end damage may result. Chapter 7 cleaning, disinfection, and sterilization procedures warning: ·all channels of the endoscope, including the elevator wire channel and balloon channel, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.